Manufacturer narrative:
Zoll has received the product for evaluation, however, the investigation is pending. A follow up report will be filed when the investigation has been completed.

Event description:
During shift check, the autopulse platform (sn unknown) powered off on its own immediately upon powering on. The customer replaced the battery, however, the issue was not resolved. No patient involvement.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6) powered off itself was not confirmed during functional testing and based on the archive data review. During the investigation, no device malfunction was observed, and the autopulse platform functioned appropriately and as intended after the user advisory (ua) 45 (not at "home" position after power-on/restart) was cleared on the autopulse platform. Upon visual inspection, no physical damage was observed on the returned autopulse platform. The autopulse platform failed the initial functional testing due to (ua) 45 (not at "home" position after power-on/restart)error message displayed upon powering on, unrelated to the reported complaint. The lifeband straps were not pulled completely out prior to turning the device on, likely due to user error. The driveshaft was rotated to the home position to clear the user advisory (ua) 45 error message. The autopulse functioned as intended by triggering (ua) 45 when the driveshaft is not at "home" position. The archive data review showed (ua) 02 (compression tracking error), advisory (ua) 18 (max take-up revolution exceeded), and (ua) 45 error messages around the customer's reported event date, unrelated to the reported complaint. The (ua) 02 and (ua) 18 error messages were cleared by the user. User advisory is a clearable error message; per the battery hangtag - advisory codes description and action, user advisory 2 indicates that the autopulse® has detected a change in lifeband tension. This advisory can happen when the manikin/patient or lifeband is out of position due to size of patient or if the lifeband is opened during active operation. The recommended actions for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that the manikin/patient and the lifeband are properly aligned, and press restart. The user advisory (ua) 18 is an indication that autopulse platform has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Awaiting customer's approval for service completion.

Event description:
During shift check, the autopulse platform (sn (B)(6) powered off on its own immediately upon powering on. The customer replaced the battery, however, the issue was not resolved. No patient involvement.